Event description:
The lay user/reporter contacted lifescan (lfs) on behalf of the lay user/pt in 2008 and alleged that the one touch ultra meter was giving inaccurate results. The medical affairs specialist sent the follow-up questions and verified the following info with the patient's daughter. On a week earlier in the morning, the pt was reportedly having symptoms of "feeling weak and blurry vision", which she felt were hypoglycemic symptoms. While she was feeling those symptoms, she tested her blood sugar on the reported meter at around 8:14 am and reportedly received a reading of 157 mg/dl. The patient's daughter was unable to state when exactly the pt first start feeling the reported symptoms. The patient's daughter gave her some sugar and called the doctor. The doctor arrived and tested the patient's blood sugar. The daughter was unable to provide the result obtained on the doctor's meter. However, the doctor stated that the pt was "hypoglycemic" and called the emergency unit and was administered some sugar at the emergency unit. The pt was taken to the hospital by the emergency unit and was administered an injection at the hospital. The daughter was unable to state what injection was given to the pt at the hospital. The pt was hospitalized for about 6 to 7 days. After hospitalization, the patient's insulin dosage was lowered down to 12 units of novomix 30 in the morning and in the evening instead of 20 units and 3 units of novorapid at noon instead of 6 units. On an unspecified date and time during the patient's hospitalization, a blood sugar comparison was made and the pt reportedly received results of "141 mg/dl" with the lifescan meter and "55 mg/dl" on a laboratory device, performed within 10 to 30 minutes of each other. Based on the statistical methodology, the calculated difference between the compared results exceeds the expected value of less than 20%. The customer service agent (csa) verified that the pt was using correct technique to test and to clean the puncture area, she was reading the meter right side up, the sample was collected from an approved source, and the unit of measurement was set correctly. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt allegedly developed "hypoglycemic" symptoms sometime after the reported issue started and had to receive treatment for that, at the hospital.

Manufacturer narrative:
Lifescan has requested the return of the subject product for eval, but has not yet received it. If the product will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.